Event description:
It was reported that ongoing occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with ketones; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and consumed water. Customer changed the pump supplies and resumed insulin delivery.